Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post-laminectomy pain. It was reported the patient's implantable neurostimulator (ins) was removed because she was having a lot of problems. The patient noted that she had her device for 20 years and she got it in 1995. It was reviewed with the patient that her records showed her device was implanted in 2004 and the patient clarified that she did not have another device, but has had so many surgeries that she gets confused with the date. The patient stated she "got 6 discs fixed and the machine was only attached to 2." When asked what this meant, the patient clarified that she got the device for 2 of her discs, then 10 years later, they had to fix 4 more. The patient noted that now her spine was such a mess there was nothing she could do. The patient noted "it" was "pulling in back" so bad that she could not walk straight and she had to walk bent over. The pain was horrible and when they took it out, the patient felt like a new person again. The patient's back pain was noted to have started eight months prior to this report, approximately (B)(6) 2015. The patient noted that during the surgery to remove the ins, they tried to take it out of her back, then had to open her in the front to take it out. If additional information is received, a follow-up report will be sent.